Manufacturer narrative:
Manufacturing site: (B)(4). Attempt was made to gather thorough event information during complaint processing; there was crank-shaped calcification in the lesion. It was the lesion related issue not the device issue. The patient had experienced no adverse effects and would be discharged within three days after the procedure. The subject guide wire was inserted in the concomitant penetration catheter when it was returned. Approximately 85mm of the distal wire segment was out of the penetration catheter. At approximately 45mm from the wire tip, coils were found stretched; the outer polymer jacket was ruptured as coils stretched, and the core wire was exposed. Distal to the stretched coils, coil pitch was found disarranged. The catheter tip was deformed like accordion pleats as if it was compressed proximally. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that torsional stress exceeding the product design limit was inadvertently applied while the guide wire was caught by calcium. The torsion led the coils to be disarranged, and the catheter tip became temporally stuck with the disarranged coils during catheter advancement or wire removal, making the wire polymer jacket to be pulled and eventually torn apart. There was no indication of product deficiency. Damaging of the polymer jacket was so severe that a possibility could not be ruled out that fragments of the polymer jacket could be left in the anatomy. Instructions for use states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that during a pci to treat a heavily tortuous and heavily calcified cto lesion in the lad #7, the subject guide wire was used with an asahi penetration catheter. The guide wire could cross the lesion but the catheter failed when deformity of the guide wire was found under fluoroscopy. The wire operability was felt deteriorated so that the catheter and the guide wire were removed together when peeling of the wire coating was found recognized. A new asahi guide wire was replaced and advanced with a new asahi microcatheter. Although the new guide wire could cross, a balloon catheter and a penetration catheter could not cross the lesion. Laser ablation did not work. An asahi dual-lumen catheter was then advanced along the new guide wire and a second guide wire was also advanced via otw lumen in order to widen a path through the calcified lesion; however, the second guide wire was trapped by calcium and its coils became elongated. After removal of the dual-lumen catheter, a new asahi microcatheter was delivered over to retrieve the second guide wire. Both the guide wire and the microcatheter were then removed. A rota wire was then advanced but deformed due to the lesion so that rotablation could not be performed. The procedure was finished with reestablished blood flow of a >75% stenosis in the lmt.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.